Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 12 cm distal to the is-1 connector pin. All parts were received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The analysis of the returned fragments demonstrated a rubbed through insulation at approx. 52 cm distal to the is-1 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to a fracture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.